Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  they were up all night in very bad pain right where the implant is and the pain would go down their leg. Patient stated they had back surgery about a year ago and they didn't have any problem but now their muscles have been bothering them and they were in so much pain they were ready to go to the ER last night. Patient stated that they though it was muscular pain. Patient also stated they took 2 oxycodone and they were in tears. Patient mentioned they have been using radiant/infrared heat on their back for muscle pain from their surgery and wondered if that could have caused trouble with the battery. Agent reviewed. The patient was redirected to their healthcare provider to further address the issue. Patient will continue to monitor symptoms.